Event description:
Journal reference: pena e, pastor j, hernando v, et al. Skin erosion over implants in deep brain stimulation pts. Stereotact funct neurosurg 2008;86(2):120-126. We analyzed factors associated with skin erosion pts treated with deep brain stimulation (kinetra or soletra) for parkinson's (pd) or other diseases. Some pts developed erosion, all of whom were pd pts who had been fitted with a kinetra device. Erosion may be due to an increased pressure over the skin resulting from the larger size and weight of the kinetra device. Reportable event: a male pt with parkinson's disease was implanted with a kinetra and a left unilateral lead. At 11 months post, the pt developed erosion in the skin along the extension cable tunnel pathway in the neck. Recurrence of erosion did occur; the left lead was removed.